Manufacturer narrative:
Thermogard xp ivtm system (s/n# tgxp00190) was returned to zoll for evaluation. The customer reported complaint was confirmed during archive review and initial functional testing. The root cause was due to defective pic-hsg and danfoss controller. The pic-hsg and danfoss controller were replaced to remedy the fault. During visual inspection, damaged white rollers, spark gasket, white top lid, pump raceway and drip tray gasket were noted. The seal rocker switch and pan drip were missing. The connector on rear display head and casters were found to be loose. Air filter block was blocked by dust. Archive data review indicated multiple error message tcmid: 06 (ce post failure) around the reported event date. The unit failed the initial functional testing due to error message tcmid: 06 displayed when the unit was powered on. An additional repair and updates were done (unrelated to the reported complaint). The air filter and display head were cleaned. The lithium ion battery and all the physical damage parts were replaced after which the thermogard passed all the final testing and meet all the manufacturing specifications.

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during set up, the thermogard xp ivtm system (s/n:(B)(4)) displayed a tcmid:06 (ce post failure) error message. Following this another console was used to continue the patient's ivtm treatment. It was stated that the issue was possibly caused by a cooling engine failure. No other information was provided.